Event description:
It was reported that pump issued repeated cartridge alarms, including cartridge alarm 20, with consecutive cartridges and no involvement of the cartridge loading process. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged a warranty replacement pump.